Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer was experiencing an elevated blood glucose (bg) level of 265mg/dl. A correction bolus was delivered to address the bg level.